Event description:
It was reported that during a lap cholecystectomy, when instrument was inserted though the trocar, part of the inside valve broke off and fell into pt. Part was retrieved. There was no pt consequence.